Manufacturer narrative:
The investigation confirmed a non-reproducible, higher than expected vitros troponin I (tropi es) result was obtained from a single patient sample using vitros tropi es reagent lot 3000 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3000 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3000 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3000. Although service actions were performed, there is no definitive evidence to suggest an instrument malfunction is related to the event, as there were insufficient precision replicates completed when the pre-service tropi es precision testing was done. Service actions were completed by an ortho field engineer (fe), including replacing the incubator shuttle weight, signal reagent dispense tips and performing adjustments. Following service actions, the fe processed a successful tropi es precision test indicating the vitros 5600 system was performing as expected. Additionally, the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer observed a non-reproducible, higher than expected vitros troponin I (tropi es) result from a single patient sample using vitros tropi es reagent lot 3000 on a vitros 5600 integrated system. Patient sample result of 1.49 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported outside of the laboratory. The patient was given heparin based on the higher than expected tropi es result. A consult from medical safety officer dr. Lily li indicated that if this patient did not experience serious side effects to heparin during hospitalization, long term serious health impact due to this short term heparin treatment is not anticipated. Ortho was not made aware of any allegation of actual patient harm as a result of this event. (B)(4).